Event description:
It was reported that during a 2-level acdf, a ring on the plate malfunctioned. The plate was implanted without the ring or a screw in place. The event resulted in a delay of over thrity minutes. Patient outcome: no adverse effect reported as a result of this event.